Event description:
It was reported that the patient's right ventricular (rv) lead tripped the lead integrity alert with oversensing and noise. It was suspected that the rv lead had a possible fracture. The rv lead was capped and a chronic rv lead was reactivated. Theright atrial (ra) lead showed a gradual increase to high impedance and high thresholds. The ra lead was replaced. It was also found that the implantable cardioverter defibrillator (ICD) when attempting to interrogate the device had a pop up window that indicated "detection not active" and the device was inactive during the entire follow-up appointment. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead; 4194 implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary - the leads were not returned for analysis. However, performance data collected from the device was received and analyzed. Lead failure predictor alerts were recorded on (B)(6) 2012. There were five episodes of non-sustained tachycardia and five episodes of lead failure predictor of less than 220 ms were observed on (B)(6) 2012. There were 290 v-short interval counts (sic) that occurred beginning (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.